Event description:
It was reported there was noise and an elevated impedance on the rv lead. A new pace/sense lead was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.